Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kits were reviewed and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the adc freestyle libre 2 detached after 12 days of wear. On (B)(6)2021, the customer reported experiencing hypoglycemic symptoms described as dizziness and vision issues, and had a fall which caused the sensor to detach. As a result, the customer was unable to monitor their blood glucose further and had healthcare provider contact where unspecified third-party medical treatment was provided. No further information was reported. There was no report of death or permanent injury.